Event description:
Event verbatim [preferred term] 3rd degree burns [burns third degree]. Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: w69234, expiration date: jan2021), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient put it on neck and shoulder blade for 2 hours and it gave the patient 3rd degree burns, the patient needed some response in this situation. The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer included: device lot number and expiration date. Company clinical evaluation comment: based on the information provided, the event burns third degree described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns third degree described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no.

Event description:
3rd degree burns/burn hurt/burnt [burns third degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: w69234, expiration date: jan2021) (device lot/batch number: w69234, expiration date: feb2028), red box from (B)(6) 2018 used once for 1 hour for severe pain in neck and shoulders pain. Consumer has never previously used thermacare. The patient's medical history was not reported and she is not currently under the care of a physician for any medical condition. Concomitant medications were reported as none. The patient put it on neck and shoulder blade and experienced 3rd degree burns. Subsequently, the consumer reported she used the product for 1 hour not 2 hours as previously reported and did check her skin under the product every 30 minutes. Patient reported burn hurt on (B)(6) 2018 at 1:00pm. She was 'burnt'. The consumer went to the emergency room to consult a healthcare professional and was admitted to the hospital on (B)(6) 2018 and treatment was received. Doctor prescribed silver sulfadiazine cream 1% daily to put on my neck. Consumer still have lots of pain from the burns. Her skin tone is medium (neither light nor dark). She does not have sensitive skin and does not have any abnormal skin conditions. She has previously used a heating pad for 30 minutes for pain relief and did not experience any problem. The consumer did not engage in exercise while using the thermacare product. She did read the usage instructions on thermacare before you used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The outcome of the events were not recovered. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. Consumer does have product remaining. According to the product quality compliant group investigation summary the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer included: device lot number and expiration date. Follow-up (19nov2018): new information received from the product quality complaint group included investigational results and additional information was received from a contactable consumer included patient data, product data, event details, hospitalization, therapeutic measures, outcome and action taken. Follow-up (01feb2019): new information received from product quality complaint included: new reporter and product notes updated. Company clinical evaluation comment: based on the information provided, the event burns third degree described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no.

Event description:
3rd degree burns/burn hurt/burnt [burns third degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient) and a contactable consumer (patient's husband). A (B)(6)-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: w69234, expiration date: 14jan2021) (device lot/batch number: w69234, expiration date: feb2028), red box from (B)(6) 2018 used once for 1 hour for severe pain in neck and shoulders. The patient had never previously used thermacare. The patient's medical history was not reported and she was not currently under the care of a physician for any medical condition. There were no concomitant medications. The patient put it on neck and shoulder blade and experienced 3rd degree burns. Subsequently, the patient reported she used the product for 1 hour not 2 hours as previously reported and did check her skin under the product every 30 minutes. Patient reported burn hurt on (B)(6) 2018 at 1:00pm. She was 'burnt'. The patient went to the emergency room to consult a healthcare professional and was admitted to the hospital on (B)(6) 2018 and treatment was received. Doctor prescribed silver sulfadiazine cream 1% daily to put on her neck. The patient still had lots of pain from the burns. Her skin tone was medium (neither light nor dark). She did not have sensitive skin and did not have any abnormal skin conditions. She had previously used a heating pad for 30 minutes for pain relief and did not experience any problem. The patient did not engage in exercise while using the thermacare product. She did read the usage instructions on thermacare before she used the product. The patient did have product remaining. The patient's husband further stated that the patient used thermacare advanced neck pain therapy and she filled out the paperwork 2-3 times and had not heard anything. She got a third degree burn on her shoulder and back and was scarred for life. They would like for someone to follow up with his wife concerning the paperwork that was filled out. They wanted them to know that if she did not hear from them then she will contact a lawyer. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. The outcome of the event was not recovered. According to the product quality compliant group investigation summary the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no. Follow-up (20oct2018): new information received from a contactable consumer included: device lot number and expiration date. Follow-up (19nov2018): new information received from the product quality complaint group included investigational results and additional information was received from a contactable consumer included patient data, product data, event details, hospitalization, therapeutic measures, outcome and action taken. Follow-up (01feb2019): new information received from product quality complaint included: new reporter and product notes updated. Follow-up (31jan2019): this is a follow-up report from a contactable consumer (patient's husband) includes device data (updated expiry date), event details, onset date of event updated and medically significant seriousness criteria added. Company clinical evaluation comment: based on the information provided, the event burns third degree described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event burns third degree described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] 3rd degree burns [burns third degree]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient put it on neck and shoulder blade for 2 hours and it gave the patient 3rd degree burns, the patient needed some response in this situation. The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns third degree described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burns third degree described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no.

Event description:
Event verbatim [preferred term] 3rd degree burns/burn hurt/burnt [burns third degree]. This is a spontaneous report from a contactable consumer. A (B)(6) year old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: w69234, expiration date: jan2021) (device lot/batch number: w69234, expiration date: feb2028), red box from (B)(6) 2018 used once for 1 hour for severe pain in neck and shoulders pain. Consumer has never previously used thermacare. The patients medical history was not reported and she is not currently under the care of a physician for any medical condition. Concomitant medications were reported as none. The patient put it on neck and shoulder blade and experienced 3rd degree burns. Subsequently, the consumer reported she used the product for 1 hour not 2 hours as previously reported and did check her skin under the product every 30 minutes. Patient reported burn hurt on (B)(6) 2018 at 1:00pm. She was 'burnt'. The consumer went to the emergency room to consult a healthcare professional and was admitted to the hospital on (B)(6) 2018 and treatment was received. Doctor prescribed silver sulfadiazine cream 1% daily to put on my neck. Consumer still have lots of pain from the burns. Her skin tone is medium (neither light nor dark). She does not have sensitive skin and does not have any abnormal skin conditions. She has previously used a heating pad for 30 minutes for pain relief and did not experience any problem. The consumer did not engage in exercise while using the thermacare product. She did read the usage instructions on thermacare before you used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The outcome of the events were not recovered. The action taken in response to the event was permanently withdrawn on (B)(6) 2018. Consumer does have product remaining. According to the product quality compliant group investigation summary the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no. Additional information has been requested and will be provided as it becomes available. Follow-up (20oct2018): new information received from a contactable consumer included: device lot number and expiration date. Follow-up (19nov2018): new information received from the product quality complaint group included investigational results and additional information was received from a contactable consumer included patient data, product data, event details, hospitalization, therapeutic measures, outcome and action taken. Company clinical evaluation comment: based on the information provided, the event burns third degree described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns third degree described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no,

Event description:
Event verbatim [preferred term] 3rd degree burns/burn hurt/burnt/burn on upper back [burns third degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient) and a contactable consumer (patient's husband) and a contactable physician. A (B)(6) old female patient (no pregnant) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: w69234, expiration date: 14jan2021) (device lot/batch number: w69234, expiration date: feb2028), red box from (B)(6) 2018 used once for 1 hour for severe pain in neck and shoulders. The patient had never previously used thermacare. The patient's medical history included diabetes, hypertension, high lipids and allergy to sulfa. There were no concomitant medications. The patient put it on neck and shoulder blade and experienced 3rd degree burns. Subsequently, the patient reported she used the product for 1 hour not 2 hours as previously reported and did check her skin under the product every 30 minutes. The patient reported burn on upper back was observed on (B)(6) 2018. She was ' burn hurt/burnt'. The patient went to the emergency room to consult a healthcare professional and treatment was received. The patient was not admitted to hospital. Doctor prescribed silver sulfadiazine cream 1% daily to put on her neck on (B)(6) 2018. The patient still had lots of pain from the burns. Her skin tone was medium (neither light nor dark). She did not have sensitive skin and did not have any abnormal skin conditions. She had previously used a heating pad for 30 minutes for pain relief and did not experience any problem. The patient did not engage in exercise while using the thermacare product. She did read the usage instructions on thermacare before she used the product. The patient did have product remaining. The patient's husband further stated that the patient used thermacare advanced neck pain therapy and she filled out the paperwork 2-3 times and had not heard anything. She got a third degree burn on her shoulder and back and was scarred for life. They would like for someone to follow up with his wife concerning the paperwork that was filled out. They wanted them to know that if she did not hear from them then she will contact a lawyer. The action taken in response to the event was permanently withdrawn. The outcome of the event was not recovered. The physician considered there was a reasonable possibility that the event was related to thermacare neck. According to the product quality compliant group investigation summary the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "put it on my neck and shoulder blade for 2 hours and it gave me 3rd degree burns". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no, complaint confirmed: no. Follow-up (20oct2018): new information received from a contactable consumer included: device lot number and expiration date. Follow-up (19nov2018): new information received from the product quality complaint group included investigational results and additional information was received from a contactable consumer included patient data, product data, event details, hospitalization, therapeutic measures, outcome and action taken. Follow-up (01feb2019): new information received from product quality complaint included: new reporter and product notes updated. Follow-up (31jan2019): this is a follow-up report from a contactable consumer (patient's husband) includes device data (updated expiry date), event details, onset date of event updated and medically significant seriousness criteria added. Follow-up (09apr2019): new information received from a contactable physician included: patient weight, medical history, updated event onset date, deny of hospitalization and causality assessment. Company clinical evaluation comment: based on the information provided, the event burns third degree described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns third degree described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.